Event description:
Pseudomas sepsis [pseudomonal sepsis], pseudosepsis. Case description: spontaneous report was received on (B)(6) 2013 from a pharmacist via regional account manager regarding a pt (age and gender not provided), initials unk. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc one (hylan g-f 20) injection on an unspecified location, dosage regimen not provided. The lot number for synvisc one was not provided. On a unspecified dates, the pt experienced pseudomas sepsis and pseudosepsis. The company assessed the event of pseudomas sepsis as medically significant. Action taken with synvisc one was not provided. The outcome for the events of pseudomas sepsis and pseudosepsis was not provided. Concomitant medications were not provided. The intensity for both the events was not provided. The reporting pharmacist did not provide the relationship between synvisc one and both the events.

Manufacturer narrative:
MFR comments: as only limited info has been obtained so far, it is difficult to assess a cause and effect relationship.